Event description:
A report was received that a patient was experiencing difficulty charging. An x-ray was taken and confirmed that the ipg had flipped. The pt is still able to charge and use the device. It has been recommended that the pt undergo a pocket revision.